Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: during investigation, there was no activity relating to the complaint observed in the black box or download history. The pump opened and there was no damage found. The original complaint was unable to be duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump gave her shocks and burn marks. This complaint is being reported because the alleged issue may impact the patient's ability to use the pump.